Event description:
As reported, during a unilateral oblique inguinal hernia repair, the patient was implanted with bard mesh pre-shaped w/ keyhole on (B)(6) 2024. It was reported that following the implant patient reported obvious pain in the inguinal area of the right lower abdomen and a foreign body sensation. It was also reported that under careful examination by the surgeon, it was found that the patient had a mild rejection reaction to the foreign body and the patient was continued to observe and treat the symptoms.

Manufacturer narrative:
As reported, the patient had pain and mild rejection reaction following the implant of bard mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative symptoms. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 999 units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.